Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer off the bus with no lights on the controller card on the rear. The customer reported that an issue occurred when dispensing medications to the patient and there was a delay in patient workflow. As per part investigation, it was determined that shorted diode d501 / mosfet q501 on the pcba dwr cntlr, broken/blown fuse f201 on both pcba pmc and faulty pcba latch sensor drawer cubie. Additionally, solenoid 12vdc latch was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device brand name, medical device model, medical device catalog, unique device identifier (UDI), section e initial reporter phone, section g manufacturing location section h device manufacture date. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 31 oct 2016, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of drawer failure was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that the half height 4.1 and 4.2 was off bus and wont recover. There were no lights on t board and the fse tested ohm for drawer board and both seemed normal. The fse replaced t board and there was no change, so the fse replaced both t board and drawer controller board. Was then able to configure drawer and recover 4.1. & 4.2, however the drawer would not recover, and it showed failed to open message. When opening earlier, the fse noted that open/close sensor was hanging loose and had reseated it. The fse sent ahead and swapped this post with no change, the drawer was not clicking when trying to recover. The fse replaced the solenoid. The report was closed. During dchu visual inspection: p/n 151622-01: both pcbas were received with no signs of physical damage, fluid ingress or missing components. P/n 151630-01: both pcbas were received with no signs of physical damage, fluid ingress or missing components. P/n 353578-01: the solenoid 12vdc latch was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. P/n 119449-01: the pcba latch sensor drawer cubie was received with no signs of physical damage, fluid ingress or missing components. During dchu testing: p/n 151622-01 s/n (B)(6): was evaluated on an esd protected surface with a calibrated dmm and it passed during the resistance testing on components d501, mosfet q501 & q601. A functional testing was performed using a dchu hta equipment and no issues were found. S/n (B)(6): was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on component mosfet q601. No further testing is required. P/n 151630-01 s/n (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on fuse f201. No further testing is required. S/n (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed the resistance testing on fuse f201. No further testing is required. P/n 353578-01: the testing from dchu was not required due to the signs of thermal damage. P/n 119449-01: a functional testing was performed using a dchu hta equipment and it was not detected. No further testing is required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the drawer failure was: a shorted diode d501 / mosfet q501 on the pcba dwr cntlr v1.10/v1 (s/n (B)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. A broken/blown fuse f201 on both pcba pmc v1.06/v0.09bl hh which led to circuit instability and ultimately compromised the drawer's functionality. A faulty pcba latch sensor drawer cubie with communication issues.

Event description:
It was reported that when using the pyxis medstation es system, it had a main drawer off the bus with no lights on the controller card on the rear. The customer reported that an issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was a defective magnet strip. The field service engineer worked on the device and replaced it to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.